Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting oversensing of noise and a high out of range pacing impedance measurement of greater than 3000 ohms. The ra lead was also observed not to pace the patient properly. As the patient was not reliant on ra pacing, the system was reprogrammed vvi and the ra lead remains implanted in the patient. No adverse patient effects were reported.